Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that physician explanted the lens one week post implant due to lens not centering in the eye. The lens was replaced with another model lens.

Manufacturer narrative:
Additional information: device manufacture date. Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.